Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? Any adverse patient consequences due to this issue and what medical/surgical intervention was provided to manage them? Were there any unexpected outcomes, alteration in the procedure or post-op care due to this issue? Patient's current condition.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2019 and suture was used to suture a patch in place. During the procedure, when the carotid clamp was released, the suture didn't hold the patch in place and broke. It was not reported how the procedure was completed. There were no patient consequences reported. Additional information has been requested.